Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that air bubbles were observed within the infusion set tubing and the cartridge tubing. The customer primed the tubing successfully removing the air bubbles. Reportedly, the customer had been using the current supplies for 4 days and had loaded the cartridge with cold insulin. Tandem technical support advised the customer to follow proper labeling of pump supplies. Blood glucose level ranged between 143-192 mg/dl.